Event description:
Had ifs lasik surgery on both eyes in (B)(6) 2008. In (B)(6) 2010, I developed a cataract in my right eye that creates significant cloudiness and glare - particularly at night. No one in my family has developed cataracts prior to their early 70s, I am (B)(6).